Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardiac monitor was not displaying any real-time electrocardiograms and no electrocardiograms were stored. It was also noted that undersensing was suspected. On (B)(6) 2018, the patient was brought into clinic and the device was reprogrammed. The electrocardiograms issue was resolved but undersensing was still noted. No further programming changes were made. Patient was fine and will continued to be monitored.

Event description:
New information received indicated that false pause and bradycardia episodes due to undersensing were still occurring. Patient is well and will continue to be monitored.